Manufacturer narrative:
A field service engineer (fse) conducted a site visit and confirmed the reported issue with the customer. The fse ran an all set home function and identified the hybrid cup transfer was not in proper position with the home sensor as fast as it should be. The fse identified access debris on the cup transfer and removed the debris using an alcohol pad until the hybrid cup transfer began to move freely without hesitation. The fse validated the analyzer by running quality control (qc) with results within acceptable range. The aia-2000 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no other similar complaints found during the searched period. The aia-2000 operator's manual under appendix 4 error messages, states the following: [4273] hybrid cup transfer z-axis home overrun cause : the home sensor activated improperly after movement of the hybrid cup transfer z-axis. If retry fails, the measurement result will be flagged (mf flag). Solution : contact tosoh service center or local representatives. The most probable cause of the reported issue was due to a dust/dirt problem on the hybrid cup transfer, cause traced to environment.

Event description:
A customer reported 4273 hybrid cup transfer z-axis home overrun error on the aia-2000 analyzer. The customer restarted the analyzer but error persists. The technical support specialist (tss) instructed the customer to inspect the analyzer for fallen test cups and confirm the waste chute was not obstructed. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.